Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error. Our filed service engineer has investigated the reported ventilator on site. The control printed circuit board(pcb) was replaced to resolve the reported issue and sent back for investigation. The reported issue can be confirmed in the provided picture. The returned control pcb has been tested by our return department. It passed the pre-use check. No abnormal found during ventilation for 3 hours. The reported issue could not be reproduced. Therefore, no root cause can be established.